Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager lock was clicking but not unlocked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a non-recoverable latch. The field service engineer resolved the issue by replacing the latch with a new pop latch, installing a new controller board, replacing the missing screw, and rebooting the station to verify successful hardware functionality via the application. The system functioned as intended after the field service engineer repaired the device.